Manufacturer narrative:
A review of the device history record was performed which confirmed no inconsistencies. (B)(4).

Event description:
Additional information received states that the procedure was a meniscal repair and that a backup device was available to complete the procedure.

Manufacturer narrative:
Visual assessment of the returned devices showed no ts or suture remains on the needles. The actuator is in its post t2 deployment position on samples (a) and (b) indicating a complete deployment. Sample (c) the actuator is sticking out of the distal end of the needle. All needles are bent. Devices were functionally tested for proper actuator advancement and cycling, devices functioned; however the triggers on sample (a) and (b) needed to be manual returned. Sample (c) would not function at all. Reported non-deployment could not be confirmed during functional testing due to the condition of the returned devices (needles bent). Per the device IFU under warnings ¿the fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. There were no indications during manufacturing record review that would suggest that the devices did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6). Device is not distributed in the united states but is similar to distributed united states product. (B)(4).

Event description:
During an unknown procedure it was reported that t2 did not trigger. There was no report of patient injury.